Event description:
This is report 1 of 2 for complaint (B)(4).

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No visual defects related to the manufacturing process. The holes va 1,2,4,6 visually damaged (post production). The manufacturing documents were reviewed and no complaint related issues were found. No valid similar issue in the past for this family of part numbers. No unfavorable trends for this issue in complaints and ncrs. Two previous similar invalid issues ((B)(4)) and another similar invalid issue ((B)(4)) received together with the present complaint. Parts have been reinspected and resulted conforming from a manufacturing perspective. All relevant measurable product features meet specification with exception of the holes va 3, 5 which are damaged (post production) but considering that all holes va1÷va9 and va14÷va18 are manufactured with the same parameters and tools. The conclusion of the product investigation is that the complained part is conforming from a manufacturing perspective. Considering the number of invalid complaints for this issue on this part number family material identification test is required. The (B)(4). This complaint is invalid from the manufacturing standpoint. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Event description:
It was reported that patient had open reduction internal fixation in (B)(6) 2013 (exact date unknown) for right distal femur fracture. Since then patient had a hypertrophic non-union which resulted in a broken va-lcp condylar plate at the level of the fracture. Plate and screws were removed were broken. A femur was replated with a va-lcp curved condylar plate - 12 hole. Patient was revised to longer plate and iliac crest bone graft and op1. Bmp,bone morphogenetic protein. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used to treatment, not diagnosis. Exact date of implant was unknown, but was done in (B)(6) 2013. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was evaluated by pd engineer. The report states that one 4.5mm va-lcp curved condylar plate/6 hole/159mm/right (part#02.124.406) and an unknown screw were received for evaluation with complaint category "broke post-operative". The plate is broke in half mid combi-hole, the screw however is not broke. Product drawing (B)(4) revision g was reviewed during this evaluation. The plate is manufactured from 316l stainless steel which is a typical material used for implantable plates. The design is adequate for its intended use and did not contribute to this complaint. This is the only complaint for this plate (part # 02.124.406) in the entire us complaint history. Approximately (B)(4) have been distributed in the us since release in 2011 which results in an estimated us complaint rate of (B)(4). Because the device¿s design is adequate for its intended use and this is the only complaint in the entire us complaint history for this plate breaking post operatively, this complaint is invalid from a design perspective.

Event description:
This is report 1 of 2 for complaint (B)(4).